Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient had obtained blood glucose readings for a few days ranging from 140 mg/dl to 500 mg/dl. During that time period, the patient experienced the symptoms of fatigue and rapid heartbeat. The patient did not seek any medical attention. Troubleshooting revealed the pump had been set for the incorrect time, which can contribute to incorrect basal doses being given. There were no issues found with the pump or the infusion set or infusion site. The patient's technique was incorrect by not setting the pump with the correct time setting. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.